Event description:
Customer has received a report of an unresolved nd alarm on 21-7302-24 lot 4096352. Legacy plus pumps keep giving an error that the pump won't run. No adverse patient effects were reported.